Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure involving a 34mm evolut fx valve, the initial valve was loaded into the delivery catheter system (dcs) by an experienced loader. During the fluoroscopic inspection of the valve load, overlap to the 4th node was identified. A new valve was loaded into a new dcs. It was noted that the sizing was off-label for the case, with an annulus perimeter of 31mm and a larger left ventricular outflow tract. Additionally, the patient had extensive nodular calcium and an unfavorable annulus, along with a horizontal aorta greater than 70 degrees, a dilated ascending aorta, and an endovascular aortic repair in situ. During the initial deployment attempt, the valve was approximately 9mm deep on the non-coronary cusp and 10-12mm on the left coronary cusp. The valve was recaptured into the dcs for repositioning; however, there was a loss of output while recapturing the valve, leading to the patient going into pulseless electrical activity arrest after controlled pacing. Car diopulmonary resuscitation (CPR) was initiated, and emergency medications were administered, resulting in the return of spontaneous circulation. An emergency tavi deployment was performed, and an echocardiogram confirmed no pericardial effusion. The second deployment of the valve was in a satisfactory position with mild paravalvular leak. However, the patient arrested again, requiring further CPR with the use of a mechanical chest compression system. The patient exhibited central cyanosis, and the prolonged arrest necessitated intubation. The implanting physicians suspected acute pulmonary edema and acute pulmonary hemorrhage. The patient was stable upon leaving the procedure room.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other relevant device is: brand name evolut fx valve; product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0012519885); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-34 (lot: 0012570966); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.